Event description:
New information notes the lead was capped and replaced. Patient condition was fine after the event.

Event description:
It was reported that during follow-up an elevated capture threshold was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.